Manufacturer narrative:
Section d2b: the procode was updated/corrected. Section g1: the manufacturer site information was corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes, while fasting: 220 mg/dl (instant system) and 90 mg/dl (lab). The user then did a 2nd comparison, postprandial, and received the following results within 15 minutes: 306 mg/dl (instant system) and 130 mg/dl (lab).